Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure, a piece of the dissection tip broke and fell into the patient. It was retrieved through the original incision. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).